Event description:
It was reported " 1. During the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device. It is suspected that bone contact occurred. As a result, the case was completed using a new device. . There was no patient adverse event due to this issue, and the patient's condition is fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received in tray, pusher not d eployed, cutter not deployed, needle trigger retracted, re-tract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to de-ploy, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The fol-lowing discrepancies were observed: the capsular tab (CT) did not unsheathe needle damaged: the needle tip is bent outward, needle damaged: the needle tip is fractured at the tip. Needle damaged: the needle is bent near the needle spool. The distal tip was damaged. The damage would prevent both device insertion into and removal from the sheath and there is objective evi-dence that the device was used in a procedure. Based on this it has been determined that this damage occurred post-procedure and it will not be considered as a failure. The needle was found to be fractured and split into two parts approximately 1.038 mm and 1.164 mm from the tip respectively. The break interface of the broken needle is irregular, and it is not possible to de-termine if there is any missing material report. Any possible missing material is estimated to be less than 1 mm in length. The needle was found to be bent approximately 31.976 mm from the needle spool. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device position-ing or excessive movement of the device or patient anatomy. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The customer report of: " bone contact occurred " was confirmed. Confirmation is based on the investigation results showing that the device suffered a bone strike. This is a known possible out-come of the procedure and is not indicative of a device malfunction. This investigation has deter-mined that the device encountered the following failure modes: ul - CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The proba-ble root cause of this failure mode is use error - unintentional - cannot determine. Ul - needle broken: needle broken occurs when the needle strikes bone. The probable root cause of this fail-ure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " 1. During the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device. It is suspected that bone contact occurred. As a result, the case was completed using a new device. . There was no patient adverse event due to this issue, and the patient's condition is fine".